Event description:
Report received of an over-delivery. The pump was programmed to deliver 250ml of potassium phosphate at a rate of 42ml/hr. The solution was hung at 3:40pm. At 6:30pm the bag of solution was found empty. The solution had infused in 2 hours and 50 minutes instead of the expected 6 hours. The pump was discontinued and the doctor notified. The patient did not experience any adverse effects and was discharged later that evening. Though requested, there was no further information available.